Event description:
It was reported that the 7700 system would not boot up properly and had missing images. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The image processor was replaced during the service call. The sys was tested and found to be working as intended, and put back into service.